Manufacturer narrative:
Our product evaluation laboratory received one swan-ganz catheter with monoject limited volume syringe, non-edwards contamination shield and 3 stopcocks. The thermistor was submerged in a 37.0c water bath and read 36.9c on the vigilance ii monitor. The catheter ran cco in 37.0c static water bath for 5 minutes without an error message. Thermistor and thermal filament circuit were continuous. There were no open or intermittent conditions. The eeprom data was found to be normal, both the stored data and the computed data matched. Resistance value of thermal filament circuit was measured at 37.41 ohms which was within specifications. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. All through lumens were patent without any leakage or occlusion. No visible damage was observed from catheter body or returned syringe. The report of cardiac index issue was not confirmed, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No actions will be taken at this time. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure tubing that is used with swan ganz catheters can also be a contributing factor to inaccurate values. In regards to the pressure tubing used with swan ganz catheters, it should be noted that poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. Pressure readings should correlate with the patient¿s clinical manifestations. It is unknown whether user or procedural factors contributed to the stated event.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. UDI number is (B)(4).

Event description:
As reported, during use, this swan-ganz catheter displayed cardiac index values of 1.2, which did not fit with the clinical picture of the patient. The patient was not treated based on the low readings, and there was no other device to compare measurements. The issue was solved by replacing the catheter. There was no allegation of patient injury. Device was available for evaluation. Patient demographics requested, but not available.